Event description:
The customer had a seizure and was hospitalized with low blood sugars. Troubleshooting indicated the device was functioning properly. Recommended contacting physician regarding other possible causes.